Manufacturer narrative:
The complaint of leakage can be confirmed on the returned set. During visual inspection, a crack was observed on the secondary port of the cassette. The set was leak-tested per product specification. There was a leak from the crack on the secondary port. The probable cause of the crack and subsequent leakage is due to an unintentional bending force during use. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that a primary plum set, 15 micron filter in sight chamber, clave secondary port, secure lock, 225 cm generated a leak during patient use. The reported issue was "leaking set." The leak occurred at the cassette. It was infusing 0.9% sodium chloride. It was already 30 minutes into the infusion when the leak occurred. The setup was pre-sact infusion of 50mls at 100mls/hr. The reporter can't see any holes, cuts, tears, or any defect noted. The pump distal was given set length. The pump was in clinical use at the time of the event. There was no patient harm reported.